Event description:
It was reported that the tandem usb cable was not fitting into the pump properly. There was no adverse impact on the customer¿s blood glucose level. The customer tried a third-party cable, which resolved the issue. A replacement tandem charging cable was sent to the customer.